Event description:
It was reported that the epidural catheter was inserted and used without difficulty. During removal, separation occurred after some stretching of the catheter. An x-ray was taken and it showed a 2cm portion of the catheter retained at the l2-l3 space. The retained catheter was removed under general anesthesia. There were no further pt complications.